Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was at home sitting around not doing anything when he had issues with the sensor enlite and sensor glucose vs blood glucose readings. Blood glucose value from reported event was 80 mg/dl. Sensor glucose value from reported event was 40. Sg and bg difference is not within acceptable range. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend event: 60. Patient's current bg: 216 mg/dl. Patient has treated with glucose tablets. Customer states he had another high blood glucose event but declined to troubleshoot for high blood glucose. Customer treated high blood glucose with the insulin pump on (B)(6) 2017. Customer states high blood glucose was at 280mg/dl.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.